Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional info is received, a supplemental MDR will be sent.

Event description:
Report received from u.s.a. Stating that the device was heating up. It is known that the event occurred during surgery. There was no pt or user injury. It is unk if there was any medical intervention that occurred. No additional info available.